Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of a break in aseptic technique and peritonitis in patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient experienced a break in aseptic technique. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment was not reported. The consumer reported the cause of the peritonitis was a break in aseptic technique, but was unsure what the reason was for the break in aseptic technique. The patient was recovering for the event of peritonitis. The outcome for the event of break in aseptic technique was not reported. On an unreported date, pd therapy was withdrawn. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888123, gd887026 and gd886036 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.